Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the incident, the customer's blood glucose was unknown but at the time of the call, the customer had blood glucose of 300 mg/dl. The customer is calling to test the pump. Troubleshooting found that the drive support cap was normal but customer did not have the tubing clamp. Customer will call back when clamp is received to perform the high pressure test. Troubleshooting was not completed as customer did not have a new battery to test the pump and customer received a failed battery test.